Event description:
Customer called to report that approximately 2 tablespoons of clenz liquid leaked from the coulter lh500 hematology analyzer. The field service engineer (fse) inspected the instrument and determined that the needle bellows were not draining. The fse flushed the vacuum system, then replaced the pinch valve tubing at pv43, 44, 45 and 46. The pinch valve carries blood, clenz and diluent. Customer stated that patient sample results were not affected, and that no one was exposed to or harmed by the leak. Customer was wearing personal protective equipment (ppe) consisting of a lab coat, goggles and gloves. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The root cause for the liquid leak was tubing through the associated pinch valve that was replaced during instrument servicing.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).